Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) evaluated the subject device. As the result of the investigation, there was no malfunction at the instrument channel, section connector, and elevator channel plug of the subject device. Also, it was found there was reduced angulation of bending section, play of angulation control knob and missing part of bending section cover glue of the subject device. Omsc checked the manufacture history of the subject device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 and oer-4 (not available in the USA). There was no report of infection associated with this report.